Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the vena cava filter was indicated for pulmonary embolus prophylaxis prior to bariatric surgery. A seldinger technique was used to gain access to the right common femoral vein. A venacavagram demonstrated patent bilateral common iliac veins and a widely patent ivc with a diameter of 25 mm. The filter was deployed right at the level of the renal veins. A completion venacavagram demonstrated good placement of the filter with minimal tilt without any extravasation of contrast. The patient tolerated the procedure well and there were no complications. Approximately two months post filter deployment, the patient was scheduled for a filter retrieval procedure. Access was gained to the right internal jugular vein and a retrieval sheath was placed. A venacavagram demonstrated a slightly tilted filter with no clot in it, right at the level of the renal veins. Multiple attempts to retrieve the filter with multiple snares, sheaths and guiding catheters were unsuccessful. The physician elected to leave the filter in place. A completion venacavagram demonstrated the filter unchanged from the first venacavagram. There was no extravasation of contrast noted. The sheath was pulled and pressure held for hemostasis. The patient tolerated the procedure well. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned for evaluation. No images were provided for review. Medical records were provided and reviewed. A vena cava filter was deployed at the level of the renal veins with minimal tilt. Two months post filter deployment, during a scheduled retrieval procedure, a venacavagram showed the filter to be slightly tilted. Multiple attempts were made to remove the filter, however the decision was made to leave the filter implanted. Based on the medical records, the investigation can be confirmed for filter tilt and difficulties removing the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - filter tilt, - filter malposition. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Medical records were received and reviewed. The vena cava filter was deployed right at the level of the renal veins prior to bariatric surgery. Approximately two months post filter deployment, during a filter retrieval procedure, the filter was found to be slightly tilted. Despite multiple attempts using multiple devices, the filter was unable to be retrieved. There was no evidence of extravasation. Pressure was held for hemostasis. No additional information surrounding this event was provided in the medical records received.

Event description:
It was reported through the litigation process that a vena cava filter were placed after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before bariatric procedure. After some times from post filter deployment, it was alleged that detached and tilted. Approximately two months post filter deployment, during a filter retrieval procedure, the filter was found to be slightly tilted. Despite multiple attempts using multiple devices, the filter was unable to be retrieved. The current status of the patient was unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Bard meridian filter was deployed right at the level of renal veins for the patient with morbid obesity and pulmonary embolism prophylaxis prior to bariatric surgery. The patient tolerated the procedure well. Placement of the filter showed minimal tilt to the patient¿s left but otherwise good placement right at the level of renal veins without any extravasation of contrast, technically correct placement of filter. Approximately, two months and ten days of post deployment, the inferior vena cava filter was attempted for retrieval via right internal jugular vein. Under fluoroscopy, the tract was dilated up and then retrieval sheath was placed. After this, inferior vena cavagram was performed. After evaluation of films, retrieval was attempted with multiple snares, as well as sheaths and guiding catheters, but was unable to retrieve the filter. So, at this point, the surgeons elected to leave the filter and did a completion inferior vena cavagram. After review of the films, the sheath was pulled, and pressure was held for homeostasis. Then the patient was brought to recovery room in satisfactory condition at which time she was monitored for a short period, eventually was stable enough to be discharged. The patient tolerated the procedure well. The inferior vena cavagram showed that the filter was right at the level of renal without any clot in it, slightly tilted to the patient¿s right. Around, seven years and one months later, computed tomography images of the abdomen without contrast was performed for a patient with clinical history of inferior vena cava filter migration. The inferior vena cava filter was placed at the t12-l1 level at the level of renal veins and one of the limbs of the filter extended into the left renal vein. It also showed that there was a linear metallic density focus just superior to the filter within the right aspect of the inferior vena cava which may represent a possible fractured limb of the filter. Therefore, the investigation is confirmed for positioning issue of the filter, filter limb detachment, perforation of the inferior vena cava (ivc), filter migration and retrieval difficulties. However, the investigation is inconclusive for filter as the filter was slightly tilted to the right. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The current instructions for use states: warnings: - movement, migration or tilt of the filter are known complications of vena cava filters. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - filter tilt - filter malposition h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.